Manufacturer narrative:
A work order was completed on the system and the system passed checkout in all categories (hardware, software and instruments) and was performing as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery (fess) procedure. It was reported that during an ent case, the emitter stopped working and the screen stated localizer faulted. The system was rebooted and the emitter replugged into the system. The issue was resolved. There was no patient impact correlated with this event.